Event description:
The patient experienced shocking and spasms in his area of paresthesia three times during a computerized tomography scan. The shocking was greater on the left side. The implantable neurostimulator was on during the test. The patient was at home at the time of the call. The patient had lost her patient programmer. With any type of movement, stimulation felt stronger on his left side. The field representative was contacted. The patient planned to make an appointment with her hcp to check the neurostimulator system integrity. She would contact the representative if she could not find her programmer. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.